Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient had been previously supported by a impella cp (serial number (B)(6)) and extracorporeal membrane oxygenation (ECMO), when the medical team decided to remove the first impella cp to allow for ECMO reconfiguration. The initial impella cp was removed from the left femoral artery and exchanged for ECMO arterial cannula. A new impella cp (serial number (B)(6)) was then implanted into the patient¿s left femoral artery. It was reported that after the impella was placed and support initiated, the patient required defibrillation to resolve persistent ventricular tachycardia. The patient remained on impella cp support for an additional 5 days and was then escalated to an impella 5.5 successfully for further long-term support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
No product was returned for investigation. The root cause of the tachycardia was unable to be determined due to insufficient clinical details. The pump passed all post sterile inspection checks.